Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and reviewed the logs and verified the startup failure code 3 multiple time. The fse found dried fluid in the tubing from pim to helium reservoir assembly. The fse replaced the helium reservoir assembly and the clear tubing and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement and no adverse event was reported.